Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
A nurse reported via phone call indicating that the customer experienced high blood glucose of 450 mg/dl. The nurse stated that the insulin pump was not working. The nurse was advised to have the customer call medtronic to troubleshoot the issue. The customer did not return the product back for analysis.